Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a sudden decrease in shock impedance measuring 20 ohms, as well as noise on the shock channel. Technical services (ts) was consulted, and further in office review was recommended. No adverse patient effects were reported. This device remains in service.